Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to a bent grip tang, which directly relates to the reported complaint. The instrument was found to have one bent grip tang with an offset of 4.18 mm, while the grips themselves were not cracked. The probable root cause is attributed to damage during use. Bent instrument grip tangs commonly occur due to grasping hard tissue or objects or through collisions with other instruments, which can cause moderate misalignment of the grip tips. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument had a broken tip and a hook poking out from the side. The procedure was completed with no reported injury.